Event description:
A caller reported a malfunction on their pump, identified as code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller in resetting the pump, and ensured the malfunction did not recur. The customer was allowed to continue using the pump and was advised to call back if the issue reappeared.